Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold after implant. The suspected cause was due to micro dislodgement. This rv lead was repositioned. No additional adverse patient effects were reported.